Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was foreign matter on device cannula/ non patient needle. The following information was provided by the initial reporter. The customer stated: "dirt was adhering to the product.".

Manufacturer narrative:
H.6. Investigation: bd received 6 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A brown colored substance can be seen on the packaging blister or holder. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter was observed on one (1) of the returned samples. The substance appears to be grease, however the exact source of the substance could not be confirmed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not] observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was foreign matter on device cannula/ non patient needle. The following information was provided by the initial reporter. The customer stated: "dirt was adhering to the product."